Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the lung of the patient for an unspecified drainage procedure. After an unspecified amount of time, the catheter was observed "not to be in the lung, but in fluid" and a pneumothorax was observed. The catheter was then removed and found to be separated at the hub (showing thread material). As a result, the catheter was replaced with another of the same lot with new access and successful placement relieving the pneumothorax.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, and customer photos were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Based on the customer testimony and provided photos, the failure mode for the device complaint was concluded to be hub leakage. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no relevant non-conformances with the device lot or sub-assemblies. It should be noted that there are no other complaints reported for this lot. Based on the information provided, no returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.